Manufacturer narrative:
The device has been received by the manufacturer, although, the device evaluation has not been completed at the time of this filing.

Event description:
It was reported to boston scientific corporation that during an anterior/posterior pelvic floor repair using the pfr kit (pinnacle) two of the leader darts, that load into the suture capturing device broke off. One dart was successfully captured by the suture capturing device. The second dart was not located. Due to the dart's small size, it was uncertain if the dart remains within the patient or became lost externally to the patient's anatomy. It was reported that a possible cause for the dart separating from the suture capturing device was, "perhaps the surgeon had too much counter resistance on the dilator tube." A second pfr kit was opened and the procedure was successfully completed with no reported consequences for the patient.